Event description:
A report was received that the patient's stimulation stopped working. It was discovered that contact 6, and 9-16 were all showing consistently high impedances. X-rays revealed a potential lead fracture at the tension loop proximal to the anchoring site. The physician recommended a paddle lead replacement. During the procedure, the physician replaced the fractured lead and chose to replace the ipg. The ipg was working properly. The patient was reportedly doing well following the procedure.